Event description:
It was reported that high atrial pacing threshold was observed. At a checkup in the hospital, pericardial effusion was observed. When the physician attempted to insert a drainage tube, the tube perforated the liver and they took a wait and see approach. The tube was later removed, but it is not known if the lead was repositioned and no further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.